Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system mode diagnostic results revealed high impedance (>= 10000 ohms). The device was then disabled. The device was tested again on (B)(6) 2015 and system diagnostics returned again high impedance with >=10000 ohms. No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts to obtain additional information were unsuccessful to date.

Event description:
Further information was received on clinic notes dated (B)(6) 2014. System test performed, lead impedance high, lead impedance value >10,000 ohms; output current status low, ifi no, battery 100%. The device has been disabled on that visit. It was reported that, whilst treatment with vns has been helpful, patient feels the benefits are not as obvious as they were previously. Patient wonders whether the magnet stimulation facility is as helpful as it was previously. Patient was referred for xrays. Additional information was received that, the exact implant date of the generator is unknown. Patient has been referred to surgeon but no known surgical interventions have occurred to date. Patient had frontal lobectomy. He has had previous depth electrodes after which he has developed an infection and required removal of the bone flap, unrelated to vns.